Event description:
(B) (6) I'm a type 1 diabetic using the animas 20/20 pump. When I first starting using this pump I had a low-blood sugar incident that was caused by the programming or lack of programming in the pump. I was using the deltec cozmo before switching to the animas and never had this problem with it. The issue is when bolusing for a meal and you have insulin on board (iob) and your blood sugar is above your target that you input when first setting up, the pump (mine is 90) the iob isn't factored in when the screen comes up that shows how much to take to cover the meal. If my blood sugar is 89 it's factored in but if 91, it isn't. I contacted animas numerous times and explained that it was a programming fix that should be corrected (iob should always be factored in) to no avail. They said I was asking for a new feature that may be included in the future. Every time you bolus for a meal and your blood sugar is above target, and you have insulin on board, you need to subtract the iob amount from the carb count for the meal and the current blood glucose. This seems to be a simple fix and I told them that I can make that subtraction every time even though I shouldn't have to but was concerned that others, like children for example, wouldn't and it may unknowingly cause low blood sugars because of it. They know this is a problem and I don't know how they can get away with not addressing it.